Manufacturer narrative:
An event of paravalvular leak was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, leaflet calcification was evenly distributed, there were no deployment difficulties, and the final implant depth was estimated by the physician to be 3mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor with radiopaque markers, c was selected for an implant in a patient with aortic stenosis. The perimeter = 68.3 mm, diameter (perimeter derived) = 21.8 mm, max diameter = 24.0 mm, min diameter = 19.6 mm. There was sufficient calcium to allow sealing and leaflet calcium evenly distributed. During the procedure, there was three resheaths exceeded IFU limit. Trivial perivalvular leak identified at the annular area post-tavi implant on echocardiogram which was acceptable by the physician. Conduction disturbance (lbbb) identified post implant. Implant depth estimated about 6 mm ncc and 5 mm lcc. The patient is stable.